Manufacturer narrative:
Approximate age of device: 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Peripheral thromboembolic event is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the thromboembolic event of the retinal artery was used to change the patient's status to 1a. It was reported that he is not currently 1a and is currently status 7.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a thromboembolic event of the retina. Due to this, the patient was listed as a status 1a on the transplant list.